Event description:
Boston scientific received information that this right atrial (ra) lead has exhibited out-of-range (oor) impedances of greater than 2000 ohms. A chest x-ray was performed which showed a severe bend in one of the leads, but it is unclear which lead it may be. Boston scientific technical services (ts) was consulted and suggested it could be the beginning of a lead fracture. The physician will monitor the lead for now. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.